Manufacturer narrative:
The probe was received for evaluation. A visual assessment of the returned sample showed a non-conforming tip. Further evaluation found, the sample did not meet specifications as the damaged tip was stuck, while inserting through trocar. Since the reported lot was unknown, when or how the tip became non-conforming could not be determined conclusively. It should be noted, however, that the laser probes are visually inspected, during manufacturing. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample has been received at manufacturing that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a surgery, there was bump on the tip of probe, and thus it was not able to go all the way into the trocar cannula. The procedure type is unknown. The surgery was completed after replacing the product with another one. There was no harm to the patient.